Event description:
It was reported that the patient experienced fracture/collapse of the medial tibial compartment. The exact cause is unknown, but the event occurred several weeks after the original surgery. The patient subsequently required revision surgery.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2021-00274; 357-01-101, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.